Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and hemostatic valve separation issues occurred. The hemostatic valve (the white piece) came off as they advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The reporter stated that the rt (technician) doing this, has done it for a long time and did nothing wrong. The 2nd carto vizigo¿ 8.5f bi-directional guiding sheath - large had the same issue when setting the sheath up. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the third one worked just fine. The procedure continued with no patient consequence. Additional information was received on the event. The white part of the catheter that acts as a valve is what separated. The hemostasis valve (gasket) dislodged on both sheaths. Issue was resolved prior to patient being in room. The issues for both the sheaths were assessed as MDR reportable for hemostatic valve separation issues.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4). Has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and hemostatic valve separation issues occurred. The hemostatic valve (the white piece) came off as they advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The reporter stated that the rt (technician) doing this, has done it for a long time and did nothing wrong. The 2nd carto vizigo¿ 8.5f bi-directional guiding sheath - large had the same issue when setting the sheath up. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the third one worked just fine. The procedure continued with no patient consequence. Issue was resolved prior to patient being in room. The device evaluation was completed on (B)(6)-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ an internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)